Event description:
Healthcare professional reported "suspected case" of paradoxical adipose hyperplasia (pah) after coolsculpting treatment using unknown applicator.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: a2, a3, a4, b3, b5 (area of concern, applicator, treatment date), d1, d4, e1. Corrected data: e1, g1, g2.

Event description:
Abbvie received additional information that the patient was treated to the low abdomen on (B)(6) 2025 using the cool advantage and cool advantage petite applicators with cool core and cool fit contour and presented with paradoxical hyperplasia (ph).